Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly reset. Customer reported blood glucose (bg) level was 310 (mg/dl). A correction bolus via the pump was delivered to address bg level. It was confirmed the customer had alternate insulin therapy available.